Event description:
It was reported by healthcare professional "we had a hub fall off a PICC on an inpatient today."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2367 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "we had a hub fall off a PICC on an inpatient today."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. A complete break was observed in the purple-leured extension tubing. The proximal fragment, including the purple luer adapter was not returned for evaluation. Microscopic inspection of the proximal end of the purple-luered extension tube revealed a glossy surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling was observed in the vicinity of the break. The fracture features were consistent with damage accumulated through material fatigue. Material fatigue occurs when repetitive mechanical stresses such as twisting and kinking gradually cause a fracture to form and propagate in the catheter material. It could not be determined an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.